Event description:
A report was received that a pt may have a possible infection. The physician noticed some discharge coming from the pt's incision site in the neck. The physician performed a wound debridement and the pt was placed on oral antibiotics. The pt was later admitted to the hospital and treated with IV antibiotics and will continue to be monitored for a potential infection.